Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the bolt holding the microscope head in place needed tightened; it had not been screwed in properly. The head was loose. There was no surgical or patient impact. Additional information is not expected for this report.

Manufacturer narrative:
The customer reported the bolt holding the libero to the microscope was loose. There was no patient harm. The company service representative examined the system and found the bolt was not screwed in correctly, resulting in the yoke setscrew not making contact within the bolt. The bolt was removed and the company service representative observed the threads to be damaged. The company service representative replaced the adapter, bolt, and the yoke setscrew were replaced. The system was then tested and met all product specifications. The system was manufactured on august 12, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the bolt not being seated correctly. The manufacturer internal reference number is: (B)(4).